Manufacturer narrative:
Product complaint:(B)(4). Date sent to the FDA: 11/6/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: * please provide more details about how the suture "failed" during the surgery. The needle disrupted from the suture itself. * please confirm the quantity of sutures that failed per procedure. 2 sutures per procedure. * can you identify the lot number of the product that was used? Lot av2309 * alert date was entered as 9/23/2024. Please confirm if this is the correct alert date. If yes, please provide the late reporting rationale. The incident took place on 19th of september. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4) the following information was reported: (4 different patients and 8 sutures used) was surgery delayed due to the reported event? --> yes, action taken when event occurred? --> yes, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown d4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the surgery on the day of (B)(6) 2024, at the sierre or, 2 sutures failed. In the or, we had to take another item. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 11/22/2024 additional information. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.